Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision, double vision and subluxation. The iol was exchanged with an alternate iol approximately 7 months following the initial procedure. Additional information has been requested; however, further information has not been received.